Manufacturer narrative:
(B)(4). The unit powered up with an "insert battery now" message. After further review, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. After swapping the boards out into another case, and then swapping a known good pcba2 onto pcba1, the "insert battery now" message is due to a problem isolated to pcba2.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. The customer stated they received low battery alert prior to the replace battery alert but they did nit replaced it. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.